Manufacturer narrative:
The device was returned to olympus for a device evaluation, and the customer¿s allegation was confirmed. The shut down event occurred due to a failure of the power supply unit. The device evaluation also found a bad video connector lock, and dust accumulated inside the device. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the video system center turns off when power is pressed on. The issue was observed during preparation for use on a diagnostic screening. The procedure was aborted, and no patient harm was associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified. However, the reported failure was likely caused by a failure of the converter. This supplemental report includes a correction to h4 from the initial medwatch. Olympus will continue to monitor field performance for this device.